Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The endoscope was analyzed and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and the gears were confirmed to be binding. The camera instrument adapter was removed from the endoscope housing and analyzed and found to have a damaged bearing within the camera instrument adapter shaft as a result of the excessive friction. The complaint was confirmed by failure analysis. Additional observations not reported by site: fa found deformed cable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the 30-degree endoscope plus was not rotating; the horizon was off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.